Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgical approach was converted to laparoscopic due to challenges arising from the patient's anatomy and slim build, which led to repeated collisions of the patient side cart (psc) arms. The surgeon attempted to reposition the psc several times to improve access, but difficulty in reaching multiple required quadrants persisted. As a result, the procedure was converted to a laparoscopic approach, and additional 5mm ports were placed. The procedure was completed.